Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on their lead and lost effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.